Event description:
The information initially provided stated: this product was used on a patient with a head injury. There was positive pressure ventilation. The doctor used the device on left side pneumothorax and placed the chest drain to left side. When attempting to remove the wire guide, it was noted that the end part still remained in the drain and the remaining wire (that the doctor was holding) was uncoiled. Additional information provided on the returned complaint form stated that the wire guide for the chest drain snapped on removal when placing the drain. The thal-quick chest drain was being placed in a patient for a left side pneumothorax. The procedure was going well until the doctor tried to remove the wire guide from the back of the drain. When he pulled the wire, it snagged, then came away easily. The doctor noticed that it seemed to be quite long and on inspection, it was found that the wire guide had snapped. The doctor was untangling the wire, with the tip of the wire still in the patient/drain. The doctor managed to hold enough of the solid wire from the back of the drain to get the wire completely out. The drain was placed successfully.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.